Manufacturer narrative:
(B)(4).the device was not returned and the lot number was unknown; therefore, a device analysis could not be completed.  Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a cassette leaked during use by a home patient (hp) while performing peritoneal dialysis (pd) therapy during prime. The hp was not connected at the time of the event. The patient reported that the cassette leaked from the main body. The hp started over with new supplies. There was no patient injury, medical intervention, or adverse reaction indicated with the reported condition. No additional information is available at this time.